Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that guide wire spring tip detachment occurred. The target lesion was located in the aorta. A 035/260/1 amplatz super stiff guidewire was selected for a transcatheter aortic valve implantation (tavi). The physician bent the tip of the wire before use. The procedure was completed without any problem however during removal of the device from the patient's body, the distal spring tip was detached at one side and was noted to be elongated. No patient complications were reported and the patient was well.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has distal end damage. The device has the distal tip broken from the ballweld by tension overload, also it has the coil unraveled, the ballweld was returned. Also it has the wire kinked in the distal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire spring tip detachment occurred. The target lesion was located in the aorta. A (B)(4) amplatz super stiff guidewire was selected for a transcatheter aortic valve implantation (tavi). The physician bent the tip of the wire before use. The procedure was completed without any problem; however, during removal of the device from the patient's body, the distal spring tip was detached at one side and was noted to be elongated. No patient complications were reported and the patient was well.